Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was in stable condition.